Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (42 mg/dl) the contact stated the customer delivered 3 boluses unintentionally during the night. The customer had a seizure and the emergency medical service (ems) was called. Ems recommended the customer address low bg with food. The customer consumed snacks to stabilize bg levels. During the call with tandem technical support, review of pump data confirmed the customer took 3 bolus 3.28 u, 3.28 u, 4.33u during the night. It was indicated that the customer is in contact with the health care provider to discuss factors that may affect bg level.